Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead expired approximately 5-6 hours post implant. During the implant procedure the lead was repositioned twice, on the last placement attempted the helix did not appear to be fully extended. All lead diagnostics were acceptable at the end of the procedure. A few hours following the implant procedure loss of capture was noted. An emergent lead revision was planned however the patient expired before the lead could be repositioned. It was reported the lead had appeared to dislodge and result in loss of capture.